Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The pump was filled with vancomycin 1500 mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided in manufacturing date: march 2, 2017 - march 4, 2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The image shows fluid inside the over-pouch that contains the device, indicating that a leak had occurred. The reported condition was verified. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.